Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
Impedance readings revealed an open circuit was of the deep brain stimulation sys. An x-ray was done and showed no fracture. The pt was taken to surgery. The extension and implantable neurostimulator were replaced. Impedance measurements remained high. It appeared the lead was the source of the high impedance. The pt was scheduled to return for surgery to replace the lead. The pt recovered without sequela from the extension/deep brain stimulator replacement surgery. The lead was replaced. There were no complications during replacement. Programming of the new lead was scheduled.